Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg confirmed the followings in the evaluation of the subject device. Cracks on the objective lens and the light guide lenses. Porous of the glue around the lenses. Peeled off of the glue on the bending section rubber. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018] instrument channel: enterobacter cloacae (some colonies); [second time; (B)(6) 2018] instrument channel: enterobacter cloacae (numerous colonies), escherichia coli (numerous colonies), and pseudomonas aeruginosa (numerous colonies) rinse water of the insertion section: two unspecified microbes; [third time; (B)(6) 2019] instrument channel: pseudomonas aeruginosa and klebsiella pneumonia ssp. (Numerous colonies). The device had been reprocessed with a non-olympus automated endoscope reprocessor, lancer greiner, using peracetic acid. After the third time testing, the subject device was reprocessed with a non-olympus automated endoscope reprocessor, steris, and the testing result was positive for some unspecified environmental microbes. There was no report of infection associated with this report.